Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. Please provide the correct lot number if available. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following the index surgical procedure? Onset date? How was the dehiscence managed? Please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors for the dehiscence? Please describe any medical/surgical intervention required for this suture event including dates and results. Other relevant patient history/concomitant medications? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a lateral episiotomy to help delivery and spontaneous labor on (B)(6) 2021 and suture was used. After finishing sewing, it was checked that the wound was completely sutured without protracted crack. The patient was discharged the next day. 6 days later, the patient returned to the hospital. The patient suffered from erythema, inflammation and pain on the wound. The wound dehisced. Secondary suture was given after disinfection and cleaning. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. Please provide the correct lot number if available. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following the index surgical procedure? Onset date? How was the dehiscence managed? Please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors for the dehiscence? Please describe any medical/surgical intervention required for this suture event including dates and results. Other relevant patient history/concomitant medications? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a lateral episiotomy to help delivery and spontaneous labor on (B)(6) 2021 and suture was used. After finishing sewing, it was checked that the wound was completely sutured without protracted crack. The patient was discharged the next day. 6 days later, the patient returned to the hospital. The patient suffered from erythema, inflammation and pain on the wound. The wound dehisced. Secondary suture was given after disinfection and cleaning. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide the patient's demographic information including age, weight, bmi at the time of index procedure----unk please provide the correct lot number if available.---not available. On what tissue was the suture used?--unk what was the tissue condition (normal, thin, calcified, fragile, diseased)?--unk how was the suture placed (interrupted or continuous)?--unk how was the suture originally tied (multiple knots, square knot, etc.)?--unk what symptoms did the patient experience following the index surgical procedure? Onset date?---- erythema, inflammation and pain on the wound; the symptoms were found on november 30, 2021. How was the dehiscence managed? ----unk please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors for the dehiscence?--unk please describe any medical/surgical intervention required for this suture event including dates and results. --unk other relevant patient history/concomitant medications?--unk were any pre-op clean--unksing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication?--unk was allergy testing performed? If so, please describe with results. --unk what is the physician¿s opinion as to the etiology of or contributing factors to this event?--unk what is the patient's current status?--unk. Once there is any update, we will update the information.